Event description:
It was reported that there were impedances of greater than 4,000 ohms on all or some unipolar pairs and greater than 4,000 ohms on some of the bipolar pairs. Patient was going to have a change out of the device due to normal end of life. It was noted that the current for all pairs was less than 15. C-3, 0-3, 1-3 and 2-3 were greater than 4,000 and 0-2 was ???. The patient was programmer as follows: +2. -0, 4.1v, pw of 210, 160hz, therapy impedance of 956 ohms and 140 microamps; +7, -5, 4.1v, pw of 180, 160hz, therapy impedance of 1096 ohms and 105 microamps. It was noted that therapy was fine. There were no historical impedances to compare. The healthcare professional was going to implant a pocket adaptor and a new primary cell device. It was later reported that therapy impedance following the replacement was left 888 ohms 4.590 microamps and right 1104 ohms 3.695 microamps.

Event description:
Follow up information reported that the cause of the high impedances was undetermined and no observations during the surgical replacement procedure were found of relevance to the impedance issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7428, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 3387-40, lot# j0340435v, implanted: (B)(6) 2003, product type: lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3387-40, lot# j0340435v, implanted: (B)(6) 2003, product type: lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).